Event description:
It was reported the pt was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the pt, but did not resolve the issue. The physician opted to move the ipg pocket to a new location and to replace the ipg. It was reported during the procedure the physician noted there was some silicone on the set screws that was out, and fluid intrusion had occurred. F/u identified the pt had stimulation and was able to locate the ipg postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.